Manufacturer narrative:
The samples were serum. Qc prior to the event was within the lab's established ranges. A field service engineer (fse) went on-site and found a blocked waste line on cap piercer. Fse determined that a cap piercer waste vacuum tube was clogged causing wash solution to leak onto the tops of the sample tubes during the piercing operation. Fse cleared blockage and verified performance.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding false low sodium (na) results generated by the unicel dxc 800 pro synchron chemistry analyzer for 7 patient samples. The results were not reported outside of the laboratory. The samples were rerun on an alternate methodology with higher results and those results were reported out. Although customer did not complain of low cl recovery, bci review of the data shows that cl recovery was also low for these samples. The results provided by the customer are shown in the attachment. There was no death, injury or change to patient treatment attributed to or connected with this event.